Event description:
Emergency medical technicians responded to a pt described as conscious and alert. The pt was connected to the device for monitoring with electrocardiogram electrodes. According to the reporter, the device alarmed "check patient" three times for what appeared to be a non-shockable rhythm. The reporter is alleging the device did not operate properly; that the device performed a "check patient" alert when electocardiogram electrodes were being used and that the device, if defib electrodes were connected, would advise a shock to the conscious pt. No adverse effects to the pt were reported as a result of the alleged malfunction.